Manufacturer narrative:
Pump received with pump error 38 during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corrosion found on the motor home switch. Moisture damage was also found on the force sensor and electronic assembly during visual inspection. Pump received with scratched case, pillowing keypad overlay, faded serial number label, keypad overlay texture damage, detached retainer, overlay scratched, cracked select button keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.